Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify the reported issue.  Physio recommended replacing the defibrillation therapy cable assembly as it was 10 years old.  Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer reported during a patient event, their device was only showing dashed lines on the display and did not recognize the connection to the patient. As a result of the reported issue, the customer's device was unable to deliver defibrillation energy to the patient. The customer indicated that the end user had the defibrillation therapy electrodes connected to the patient and the device was properly in the paddles lead. Once the reported issue occurred, the customer was able to utilize a back up device with an approximate one minute delay in care. The patient did experience a rosc (return of spontaneous circulation) during the event and was transferred to the local hospital. No adverse effects to the patient have been reported to physio-control.